Event description:
It was reported by the patient's spouse that the patient complained of feeling faint. The patient was directed to visit their physician for further discussion. The device remians in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4076 implantable pacing lead - (B)(6) 2013. (B)(4).

Event description:
It was reported by the patient's spouse that the patient complained of feeling faint. The patient was directed to visit their physician for further discussion. It was further reported by the patient's clinician that the patient's symptoms were related to the patient's low hemoglobin, and the medication was adjusted. No device issues were noted, and there was no reprogramming. The device remains in use. No further patient complications have been reported as a result of this event.